Event description:
It was reported that during a ptca/stent procedure, resistance was encountered between a stent and guide wire. Reportedly, there was no pt injury. This MDR is being filed due to the investigational findings.